Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1 date of submission 07/11/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 06/24/2016 with the following findings: a review of the black box data showed a loss of prime warning. During testing, the pump successfully passed the ez prime steps. The pump was exercised for 24 hours with no loss of prime. The force sensor calibration measured within specifications. The complaint was not duplicated during testing. Unrelated to the complaint, the audio bolus button cover was torn. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.